Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has frequently been above 500 mg/dl as of late. The patient has been treating with manual insulin injections since his doctor did not feel like his insulin pump was working. The patient's blood glucose when he saw his doctor was 445 mg/dl. His current blood glucose was 116 mg/dl, which he attributes to the manual injections. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no air bubbles in the tubing. The pump programming had not been changed recently either. Customer declined to remove his infusion set to check for a bent or damaged cannula. A high pressure test could not occur due to lack of a tubing clamp. The customer will call back to perform the test once he finds his clamp. No products were shipped or returned.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer had been admitted to the hospital a few times. The customer's doctor requested a new insulin pump.